Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided, d1: brand name unknown / not provided, d4: lot number unknown / not provided, d4: catalog number unknown / not provided, d4: expiration date unknown / not provided, d4: unique device identifier (UDI) unknown / not provided, e1: email address and first/given name unknown / not provided, g4: PMA/510(k) number unknown / not provided, h4: device manufacture date unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #7 was removed as it had a fractured screw. On (B)(6) 2025 suture was removed. Soft tissues were reflected. Teflon tape was removed from the internal chamber. A screw removal kit was used to retrieve the retained screw fragment. Our attempt was unsuccessful. Soft tissues were reapproximated using 3-0 gut suture. On (B)(6) 2025 a full thickness flap with a posterior vertical release was reflected. Implant was removed using a trephine bur. There was complete dehiscence of the buccal plate. There was no visualization of the root of #8. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the buccal and crestal defects. A prf membrane was placed over the graft. Soft tissues were reapproximated using 3-0 gut suture. The grafting was completed and the patient will return for implant placement.